Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe plunger was bent. The following information was provided by the initial reporter: the user's verbatim report is as follows: this was used for diabetes in pets. The second box was used. In the first box, the user did not notie it and threw it away, but there was one found in the second box. The plunger rode end was found to be bent when the stopper was pushed in through from the top to the end, and then the cap was took off. The system doesn¿t find 2087442a, thus we input lot number as 2087442 .

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2087442. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe plunger was bent. The following information was provided by the initial reporter: the user's verbatim report is as follows: this was used for diabetes in pets. The second box was used. In the first box, the user did not notice it and threw it away, but there was one found in the second box. The plunger rode end was found to be bent when the stopper was pushed in through from the top to the end, and then the cap was took off. The system doesn¿t find 2087442a, thus we input lot number as 2087442 .